Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to confirm the reported fault. After about a half hour, the system faulted in normal mode with error 25580 on the left master tool manipulator (mtm) arment. After the error, the fse swapped remote arm controller boards (racs) 1 and 2 and reseated all rac connections to help isolate the issue. After reseating racs 1 and 2 and reseating all the rac connections, the error did not come back despite several system resets and another system test drive. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a non-recoverable fault occurred when the surgeon instrument was gripping tissue. The technical support engineer (tse) viewed logs and found errors 23, 25721 and 17 on surgeon side console (ssc) 2. The tse asked the customer to cycle the system power and disconnect/reconnect all the blue fiber cables (after confirming that the vision side cart (vsc), ssc, and patient side cart (psc) power button leds were orange). The system powered and homed successfully. However, the faults returned after 30 seconds. Again, the tse asked the customer to cycle the system power and disconnect the blue fiber cable from ssc 2. The system powered and homed successfully. The surgeon was continuing with the case robotically using a single surgeon console configuration. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.